Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection it was found that the cannula was loose and the screws were not fully seated.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in after successful procedure, patient already left or, no procedure details shared, to report that they had issues mounting a cannula to universal surgical manipulator (usm/arm3) and therefore completed the procedure with 3 arms (without usm3). She called in to report this. Technical support engineer (tse) asked her to reseat sterile adapter (sa) and mount cannula, that worked. During troubleshooting a loose screw inside the cannula mount on usm3 was discovered. The procedure was completed with no reports of patient harm, adverse outcome or injury.